Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the keys were not working. Customer's blood glucose was not known. The customer had been wearing the insulin pump in the rain and it got wet. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with button error alarm and had unresponsive up buttons due to corroded keypad traces. No moisture damage on electronic assembly noted during visual inspection. Unit had minor scratched display window, cracked case at display window corners, battery tube threads and cracked reservoir tube lip.